Manufacturer narrative:
Device problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Investigation results: genesys hta capital was returned in good condition with no observable physical damages/defects. During functional testing, "system error 38" was observed indicating a disposable printed circuit array (pca)defect. The disposable pca was replaced and the console was retested. The console powered on with no issues. Based on the issue identified during the functional testing, the reported problem of "system error 38" was confirmed. It could not be determined what caused the disposable pca to become defective therefore, the most probable root cause is "cause trace to component failure". A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications.

Event description:
It was reported to boston scientific corporation that a genesys hta capital was used in a hysteroscopic thermal ablation (hta) procedure in the uterus performed on (B)(6) 2018. According to the complainant, during the procedure, the device was giving error 38, a power related issue. The device was unplugged and plugged back into a different source but still the error persist. The procedure was cancelled due to this event. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Investigation results: a genesys hta capital was returned in good condition with no physical damages/defects observed. The unit failed at step 3.0 of cis-genesys hta functional feature test. The screen display system error 38 was observed during the test. The hta error code dictionary indicated disposable pca defected. A disposable pca with known good condition was installed and power on the console. The console completed boot up no system error 38. The reported problem was confirmed. Review and analysis of all available information indicated that the failure was determined to be a defective disposable pca in the right enclosure assembly of the unit. It could not be determined what caused the disposable pca to become defective. Therefore the most probable root cause is cause trace to component failure.

Event description:
It was reported to boston scientific corporation that a genesys hta capital was used in a hysteroscopic thermal ablation (hta) procedure in the uterus performed on (B)(6), 2018. According to the complainant, during the procedure, the device was giving error 38, a power related issue. The device was unplugged and plugged back into a different source but still the error persist. The procedure was cancelled due to this event. There were no serious injury nor adverse patient effects reported as a result of this event.